Event description:
It was reported that the nurse noted that the system monitor was showing odd flow readings, such as 0.1 when the controller showed it was 4.1. There were no alarm notifications. The system monitor was turned off and back on and appeared to be working fine.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor displaying odd flow readings was not able to be determined. The system monitor serial number (B)(6) was not returned for evaluation. It was reported that after a power off/on cycle the system monitor was working fine. Log files were provided by the customer and the recorded data revealed normal system operation. A specific root cause for the reported odd readings on the system monitor, which resolved after a power cycle was, not able to be determined. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instruction for use (IFU), rev c, under section 4 ¿system monitor¿ explains how the system monitor works, how to set up and use it. Section 8: if the system monitor does not work, please contact abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.